Event description:
It was reported that the user experienced a high glucose after pausing the ilet pump to carbohydrate load before exercise and announcing a usual meal but consuming only half, followed by low glucose events that were treated with glucose tablets and two 8 oz apple juices, then additional glucose tablets in intervals until back in range; the user also sometimes treats early based on perceived insulin on board and frequently pauses the pump. Symptoms included hypoglycemia, hyperglycemia, shakiness, cold and clammy feeling, sleepiness, headache, dehydration, frequent urination, and a ¿hungover¿ feeling. Outcomes included self-treatment with oral glucose and return of glucose to range without need for medical intervention. Investigation included troubleshooting and education regarding meal announcements, correct carbohydrate-based meal entry, and hypoglycemia treatment using up to 15 g fast-acting carbohydrates followed by reassessment. Investigation of this case revealed user technique issues, including incorrect meal size entry based on portion appearance rather than carbohydrate content, preemptive hypoglycemia treatment, and unnecessary pump pausing, which likely contributed to the reported hyperglycemia followed by hypoglycemia. It was concluded, based on previously established findings for similar reports, that user technique and incorrect meal announcement were the primary causes.